Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the homechoice cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of five. The patient was connected at the time of the alarm. The patient stated that heater bag and heater line had come apart. The patient stated that the connections had been easy to make. However, when they attempted to connect the heater bag, they noticed the connection did not lock into place; they were able to continue twisting the connection. The technical service representative (tsr) explained the alarm to the patient and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.